Event description:
It was reported that the bell fell off during circumcision procedure.

Manufacturer narrative:
Clamp was returned for evaluation. The clamp met specifications as returned. Clamp was made in 01/2008. The instruction manual states the following: prior to initiating that surgical procedure you must insure that expected clamping function has been properly achieved. Some bleeding may occur and/or some sutures may be required depending on the prescribed surgical technique.